Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (re) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump. The reason for use was not reported. It was reported that this patient¿s pump was replaced two years ago. She failed to ever show back up again for her refills. The pump has been empty for multiple months. There were no symptoms reported. She showed back up to the doctor¿s office and wanted to have her pump refilled but the doctor was concerned the pump tubing had been ruined by her failure to have her pump filled. He made an agreement with the patient that if she could show up for four straight months for her appointments and prove she was noncompliant he would give her another pump. During the pump replacement today ((B)(6) 2018), it was determined the catheter was also not working so that was replaced as well. Interventions/actions that were taken to resolve the issue included the pump and catheter being replaced. Diagnostics/troubleshooting performed included an attempted aspiration of the side port. Environmental/external/patient factors that may have led or contributed to the issue consisted of the patient being non-compliant with getting her pump filled. The hcp also mentioned the patient has agoraphobia which is apparently why she was failing to show up in clinic for her refills. The pump was replaced on (B)(6) 2018, the customer was notified the device was to returned to the manufacturer for analysis, the rep was in possession of the device and it was to be returned. The issue was resolved at the time of this report and the patient status was listed as ¿alive - no injury.¿ the hcp has no further information for the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-sep-27. It was reported that the catheter would not aspirate which is why it was replaced. The defective catheter was returned to the manufacturer (not yet received). The patient did not report any subprime. There were no further complications reported/anticipated.

Manufacturer narrative:
Interrogation of the device found that it was delivering 5 mg/ml dilaudid at 0.0312 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-oct-12. The physician attempted to aspirate the catheter but it was not working. We do not know exactly why but doctors do not typically investigate exactly what is wrong when they know the catheter has failed. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-dec-11. The rep clarified that the catheter in this event was discarded by the hcp after the replacement surgery. The catheter was not returned. He also confirmed that the catheter was a 8709sc model. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies. If information is provided in the future, a supplemental report will be issued.